Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the child patient faced an occlusion event on (B)(6) 2025. The blood glucose level of the patient was 400 mg/dl. The site was patient's buttocks and stomach. No further information available.